Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.